Event description:
Additional information received from a manufacturer representative reported that there were issues between the patient and the clinic that cause the patient to have difficulty getting an appointment; there were no issue specifically with the refill date entered or the pump. The patient's increased pain was resolved with the refill of the pump. The compounded baclofen had a concentration of 200 mcg/ml with an infusion dose of 92 mcg/day.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical devices: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709, lot# l55918, implanted: (B)(6) 1998, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
It was reported that a patient's personal therapy manager (ptm) showed error code 8286 which indicates an empty reservoir. The patient had not missed a refill and had a refill scheduled for (B)(6) 2015. The patient experienced a sudden return of pain. The pump was infusing fentanyl, hydromorphone, bupivacaine, and baclofen (compounded). A follow-up report will be submitted if more information becomes available.